Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2. The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from iab tip. The pressure and extender tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by the leak found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the during use of getinge intra aortic balloon, the customer called through emergency service programme requesting assistance with a catheter restriction alarm. Customer was suggested to keep the pump in standby mode disconnect the helium tube and clamp it. Also customer was informed to remove the balloon with in 30 minutes of leak identification as per getinge recommendations. The blood did not enter into the pump. There was no harm or injury reported.